Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Customer declined replacement. Customer will used a competitors meter. An envelope was sent to the customer to obtain the product for investigation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer on 4/2/2018 in a follow-up call in order to ensure that the initial concern is resolved; after customer discuss her blood glucose readings with the doctor on her scheduled appointment; customer states that she will continue to use the meter and if she wants it replaced, she will call back. Manufacturer contacted customer on 5/09/2018 in a follow-up call in order to ensure that the initial concern was resolved or needs further assistance; customer states she is using a competitor meter and is no longer using our product. No symptoms or adverse event reported at the time of the call. The customer will send the product back for investigation.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from result obtained of 174 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 125 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer declined to perform a back to back blood test during the call on (B)(6) 2018. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 01/28/2019 and open vial date is one week. The meter memory was reviewed for previous test result history: (B)(6). Customer has a doctor's scheduled appointment next week, customer will discussed her results with the doctor, and see the product is working or needs to be replaced.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer on 4/2/2018 in a follow-up call in order to ensure that the initial concern is resolved; after customer discuss her blood glucose readings with the doctor on her scheduled appointment; customer states that she will continue to use the meter and if she wants it replaced, she will call back. Manufacturer contacted customer on 5/09/2018 in a follow-up call in order to ensure that the initial concern was resolved or needs further assistance; customer states she is using a competitor meter and is no longer using our product. No symptoms or adverse event reported at the time of the call. The customer will send the product back for investigation.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from result obtained of 174 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 125 mg/dl.the customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer declined to perform a back to back blood test during the call on 03/23/2018. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 01/28/2019 and open vial date is one week. The meter memory was reviewed for previous test result history: result 1 :173mg/dldate:(B)(6) 2018 time:8:20am fasting. Result 2 :152mg/dldate:(B)(6) 2018 time:8:29am fasting. Result 3 :174mg/dldate:(B)(6) 2018 time:7:17am fasting. Result 4 :164mg/dldate:(B)(6) 2018 time:7:16am fasting. Result 5 :154mg/dldate:3/20/2018 time:7:15am fasting customer has a doctor's scheduled appointment next week, customer will discussed her results with the doctor, and see the product is working or needs to be replaced.